Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that pericarditis occurred. The patient underwent a successful left atrial appendage closure procedure with a watchman laa closure device implanted in the laa of the patient. The patients' follow up transesophageal echocardiogram (tee) showed the closure device looked good. Since the implant, the patient has experienced chest pain. An echocardiogram showed that the patient had pericarditis. The physician placed the patient on colchicine in response to this event. There are no other complications that have been reported to have occurred.